Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. When inserting the catheter into the sheath, air was pulled in through valve. Air contamination was observed when reverse blood was drawn from the flush port during catheter insertion. Thus, the device was replaced, and procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress).

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. When inserting the catheter into the sheath, air was pulled in through valve. Air contamination was observed when reverse blood was drawn from the flush port during catheter insertion. Thus, the device was replaced, and procedure was completed. No patient complications occurred. The device was received for analysis.